Event description:
It was reported that when using the bd pyxis¿ es server, medication was not flowing from cerner to pyxis machine. There was connection issue between our interface to pyxis server. The customer stated that this malfunction interrupted the dispensing workflow which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that medication was not flowing from cerner to pyxis machine. A technical support specialist disabled the backup procedure during critical hours and rescheduled it to a different time to prevent resource contention. The tss restarted the external messaging services and inbound processors to restore communication. After these steps, the interface became responsive, and medication orders flowed normally. Continuous monitoring was agreed upon with the customer to ensure this issue did not recur. The system functioned as intended after the technical support specialist troubleshoot the device.